Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a leak from the probe wipe. The fse cleared a clog from vacuum port 5 of the probe wipe to resolve the leak issue. The fse also noted that the hemoglobin (hgb) voltage was failing and replaced the hgb lamp. The fse performed instrument verification and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 1 to 2 ml of fluid leaked from probe of the ac·t diff analyzer. The leak was not contained within the instrument. The operator was wearing gloves at the time of the incident. There was no exposure to mucous membranes or open wounds. No erroneous results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.